Event description:
The pump was received in the biomed dept at the hosp with a note stating "low flow rate" and with biomed benchtop testing the pump was found to be underdelivering. No clinical info was received. No pt injury was reported.